Event description:
It was reported that the patient is experiencing auto-inflation since day one with his inflatable penile prosthesis (ipp) which was implanted four months ago. This is making it difficult to obscure. Patient education coordinator reached out to the patient for follow-up. No more information is available at the moment.